Event description:
It was reported by the customer that a pyxis medstation es system frequent malfunction with a drawer. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the retractor band was misaligned. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.